Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the instrument fractured during the setting of the medullary plug. The fractured portion remains in the pt's femur.